Event description:
Information was received from a patient who was implanted with a neurostimulator. Patient reported that yesterday she filled up her bladder and drained it and re-catherized. She was not sure if they put the catheter into hard and she couldn't move the catheter. Patient reported her vagina is hurting. She passed number two and messed herself on the day of this call. Patient indicated she had interstim device implanted 4-5 days ago for bladder. The indication for use is unknown. There were no further complications that have been reported as a result of this event.